Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. One used 8fr 65cm destination sheath and dilator was returned for product evaluation. The dilator was partially mated to the sheath with 8.5 cm of the dilator sticking out. Visual inspection revealed that a few kinks were observed on the sheath. Resistance was experienced when trying to insert the dilator in through the sheath. Measurements of the first kink was found to be starting at 37.5cm from the hub and second kink was observed at 47cm from the hub. No other visual anomalies were observed on the dilator. Dimensional testing was performed. The outer diameter of the sheath was measured to be 0136 in which was within the manufacturer's specifications. The complaint can be confirmed for sheath catheter mechanical damage. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 1118880-2021-00084.

Event description:
The user facility reported that the destination desilet folded, which made it impossible to mount the dilator. This happened with two devices from this lot. A total of three devices were used for this procedure.